Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes experienced misaligned scale of several syringes. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned in several products.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes experienced misaligned scale of several syringes. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned in several products.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0098914, d4: medical device expiration date: 30-apr-2025, and h4: device manufacture date: 07-apr-2020. D4: medical device lot #: 0248506, d4: medical device expiration date: 31-aug-2025, and h4: device manufacture date: 04-sep-2020. D4: medical device lot #: 1214681, d4: medical device expiration date: 31-aug-2026, and h4: device manufacture date: 02-aug-2021. D4: medical device lot #: 1256984 d4: medical device expiration date: 30-sep-2026 h4: device manufacture date: 13-sep-2021 d10: device available for eval yes and d10: returned to manufacturer on: 11-jan-2023. Investigation summary: customer returned a total of (231) 0.3ml, 30 gauge, 8mm syringes from lots 0098914, 0248506, 1214681, and 1256984. Polybags were returned to determine the lot numbers, though none of the syringes were labeled to determine which lot they were from. 30 of the syringes were measured using a gauge to determine if the scale markings were out of alignment. None of the syringes were found to have markings outside of the specified ranges. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of scales markings being misaligned. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes experienced misaligned scale of several syringes. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned in several products.